Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer. Customer reverted to an alternate method for insulin therapy.